Manufacturer narrative:
The customer¿s complaint of over infusion was confirmed and is a result of a backed out pivot latch screw interfering with the door operation. Review of the pcu error log showed no errors were record on the reported event date. Review of the pcu event log showed, on the reported event date, the suspect device was programmed to infuse the reported drug epinephrine (8mg/250 ml; drugid= (B)(4)) at a rate of 1.875 ml/hr. The infusion experienced multiple alarms for door open, check IV set, and flo stop open and was channeled off and restored multiple times. The device recorded a channel disconnect when it was removed from the pcu. No obvious programming errors were observed. Total infusion stop time due to flo stop open alarms= 25 seconds. Inspection of the device found the pivot latch screw was backed out, interfering with door operations. After screwing the pivot latch screw back in, testing showed the device was delivering IV fluids within specification. Visual inspection of the pumping mechanism showed no obvious issues. Inspection of the event administration set showed no anomalies. Functional testing of the event administration set showed no anomalies. Concentricity testing of the event administration set showed the set was within specification. Inspection: lvp sn (B)(4). The suspect device was received in poor condition. The instrument seal was intact. Dried fluid was observed on the female iui and male iui, and under the membrane frame. Corrosion was observed on the male iui. The pivot latch screw was observed backed out resulting in a noticeable gap in the door (latch date code: october 2018) the platen and membrane frame were observed in good condition. The motor retainer strap was observed broken. Dried fluid ingress was observed on the iui contact points of the motor control board and display board. Visual inspection of the pumping mechanism showed no obvious issues (bezel date code: september 2018). The root cause of the customer complaint of over infusion was identified as the backed out pivot latch screw interfering with complete door closure allowing for some degree of uncontrolled flow to occur with no alarm. Probable cause of the pivot latch screw backing out is believed to be the result of damage to the door frame allowing for side to side movement of the latch, ultimately resulting in the screw backing out over time. Device history review: review of the source device (sn (B)(4)) service history record showed the device had a manufacture date of (27nov/2018). A review of the device service history record was performed beginning from the date of manufacture to the present date (14sep2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that on (B)(6) 2020, a continuous infusion of epinephrine (8mg/250ml bag) was started at 05:27am in the intensive care unit. The pump was programmed to infuse at a rate of 1.88ml/hr, however the bag was unexpectedly found "dry" at approximately 09:30am. Upon preliminary investigation by the customer, there appeared to be multiple events with alarms and the door being opened. The customer indicated this to be a possible free-flow error, as marked on the channel returned to bd for investigation. Prior to this event, the patient was intubated and the family was discussing end of life options. There was an increase in patient heart rate from 80 to 130 and an increase in blood pressure correlating to the time periods when the pump alarmed and the safety clamp open/close door alarm occurred. The patient did not require a medical intervention nor did the patient receive treatment to counteract the event. However, the patient was placed on palliative care and extubated per family wishes on (B)(6) and expired on (B)(6) 2020.

Event description:
It was reported that on (B)(6) 2020, a continuous infusion of epinephrine (8mg/250ml bag) was started at 05:27am in the intensive care unit. The pump was programmed to infuse at a rate of 1.88ml/hr, however the bag was unexpectedly found "dry" at approximately 09:30am. Upon preliminary investigation by the customer, there appeared to be multiple events with alarms and the door being opened. The customer indicated this to be a possible free-flow error, as marked on the channel returned to bd for investigation. Prior to this event, the patient was intubated and the family was discussing end of life options. There was an increase in patient heart rate from 80 to 130 and an increase in blood pressure correlating to the time periods when the pump alarmed and the safety clamp open/close door alarm occurred. The patient did not require a medical intervention nor did the patient receive treatment to counteract the event. However, the patient was placed on palliative care and extubated per family wishes on (B)(6) and expired on (B)(6) 2020.

Manufacturer narrative:
Patient diagnosis: decompensated cirrhosis.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, further information was not provided.

Event description:
It was reported that on (B)(6) 2020, a continuous infusion of epinephrine (8mg/250ml bag) was started at 05:27am in the intensive care unit. The pump was programmed to infuse at a rate of 1.88ml/hr, however the bag was unexpectedly found "dry" at approximately 09:30am. Upon preliminary investigation by the customer, there appeared to be multiple events with alarms and the door being opened. The customer indicated this to be a possible free-flow error, as marked on the channel returned to bd for investigation. Prior to this event, the patient was intubated and the family was discussing end of life options. There was an increase in patient heart rate and blood pressure correlating to the time periods when the pump alarmed and the safety clamp open/close door alarm occurred. Although requested, further information was not provided.